Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and ultimately became unresponsive. Additionally, it was reported that the pump battery was unable to charge. Customer's blood glucose level was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.